Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The mcs instrument was placed on in-house da vinci robot system and driven with no problem. Instrument passed recognition, engagement and electrical continuity tests. The pogo pins did not stick and were not contaminated. Additional observations not reported by site were main tube damage, pad printing removed and kinked flushed tubing. Engineering observed a small crack near the distal end of the main tube. Several marks were also found on tube extension pad printing area showing some orange label material removed. A kink was also observed on the flush tube that is located inside the blue housing. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted the monopolar curved scissors (mcs) instrument was not being registered by the da vinci robot system. No patient harm, adverse outcome or injury was reported.